Event description:
Plastic dammage of the cpr4 head probably due to a fall.

Manufacturer narrative:
Based on the provided description of the event, the reported issue most probably resulted from a mechanical shock due the the fall of the device. Therefore, no further investigation is needed.